Event description:
Customer reports that the lancet will not retract back into the lancet device. Customer reports that she did puncture her finger accidentally, but treated herself with ointment. Requested return of suspect device and replacement was sent.